Manufacturer narrative:
(B)(4).

Event description:
The physician intended to use a resolute onyx drug eluting stent for treatment of the proximal lad. It is reported that the stent did not expand. Patient status post procedure is reported to be stable. Please note that this device (resolute onyx) is not marketed in the united states; however, it is similar to the united states marketed device (resolute integrity). This event is being reported only as a malfunction because of the similar device requirement in 803 which is limited to malfunctions.

Manufacturer narrative:
Cine image: the image shows what appears to be the target lesion in the proximal lad with disease and stenosis present at the lesion site. The still image does not provide any cause for the reported inflation difficulties evaluation summary: there was severe necking visible to the balloon bond. The proximal balloon pillow and distal balloon shoulder were partially expanded. The device was pressurized to 12atms (nominal pressure) with no expansion of the balloon observed. The pressure was increased in 2atms increments with balloon expansion observed at 16atms. The balloon deflation time was measured at 8.64 seconds from 18atms which is within specification. Post deflation the inner lumen was stretched and partially flattened. (B)(4).